Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated battery was only lasting few days and insulin pump were not turn back on. Customer stated battery type used was lithium battery. Customer stated contacts on battery cap was not missing or damaged. Customer stated battery compartment does not show any sign of damaged or corroded. Customer was inserted a new aa battery but display was not returned. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No replace battery alert noted during testing or in the device trace download. No unexpected blank display anomaly noted. The following were noted during visual inspection: cracked retainer ring and faded serial number label. (B)(4).